Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The lens was returned dry.the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - icl related opacities are usually anterior lens located (asco = anterior sub-capsular opacity). Nuclear sclerosis is known to have a strong association with axial myopia. Several factors may play a role in cataract development (aging, degree of myopia, systemic diseases, medications, surgical manipulation, inflammation, trauma, etc). Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. An anterior subcapsular opacity was noted on (B)(6) 2012 and over time, nuclear sclerosis opacity developed. The lens was explanted on (B)(6) 2014. Cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
(B)(4) - (new incision); cataract; (lens explanted). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).